Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, ten years of post deployment, a computerized tomography-abdomen was revealed that an inferior vena cava filter with metallic strut within the posterior infra renal abdominal aortic wall. After six days, a computerized tomography-abdomen was revealed that the vena cava filter present tilted toward the right with the proximal tip adjacent to the right side of the vena cava. One of the prongs extended through the vena cava below the aorta on the left. The filter was 1.2 cm below the renal vein on the left and 1.1 cm below the renal vein on the right. A second prong or leg of the filter extended beyond the vena cava also on the left and extended toward the aorta. Eventually, after three months and eight days, a computerized tomography scan demonstrated the filter fragment dislodged in the right ventricle. On the same day, filter retrieval was scheduled. Access was gained via the right internal jugular vein. Scout images of the abdomen were demonstrated inferior vena cava filter with one of the arms short in length. Attempts were made with bard recovery cone without success, so using alligator forceps after grabbing of the arms and legs, the filter was successfully retrieved. The filter inspected on the table and one of the arm was short; a review of prior computerized tomography scan revealed a portion of the filter arm on the right side of the heart. After the procedure repeats computerized tomography scan of the chest confirmed the fragment stable in the location on the right side of the heart in the right ventricle. Therefore, the investigation is confirmed for filter tilt, perforation of the inferior vena cava, filter limb detachment and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with morbid obesity. At some time post filter deployment, it was alleged that the filter tilted, struts detached and perforated. It was further reported that the filter fragment remains in right side of the heart. The device has been removed after multiple unsuccessful attempts. The current status of the patient is unknown.